Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Serial #: (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture in the battery compartment without any damages to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 11/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: during investigation, corrosion was found inside the battery compartment. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad. A leak test was performed and failed due to a leak in the battery compartment. The pump cover was removed to find no further evidence of moisture damage.